Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had noise and vibrations not as strong and buttons stick and discoloration on buttons and motor error. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump had crack in screen, hear it grinding when pushing insulin, rejected new batteries. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. No audio/beep anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected motor error alarm noted during testing. Device communicated properly with glucose sensor simulator and displays the value properly on display graph. The sensor feature working properly. No bad sensor or calibrate error alarms noted. Device had stained end cap sticker. The motor was tested outside the device and passed. (B)(4).